Event description:
It was reported that the patient had overdischarge conditions on their implantable neurostimulator (ins) system in the past (number not known). Their ins system now had a "dead" battery and an end-of-service (eos)/end-of-life (eol) message was seen on the device system. The ins was subsequently replaced with another rechargeable ins model. After the replacement surgery, the patient was reported as receiving effective therapy.

Manufacturer narrative:
Product ID 377875, lot# v013537, serial#, implanted: 2006 (B)(6), explanted: product typ lead, product ID 377875, lot# v013537, serial#, implanted: 2006 (B)(6), explanted: product typ lead, product ID 37752, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ recharger, product ID 37742, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ programmer, patient. (B)(4).